Event description:
It was reported that the left ventricular lead exhibited loss of capture due to dislodge. The lead is inactive, and the device was electively replaced with a dual chamber. The patient was in stable condition.